Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a sudden drop in blood pressure, pericardial effusion and cardiac tamponade. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The first ablation application was made to the left superior pulmonary vein (lspv) when a sudden drop in blood pressure was observed. A cardiac tamponade was also discovered, so the procedure was cancelled. An ultrasound confirmed the presence of pericardial fluid. Drainage was performed to resolve the cardiac tamponade. It was believed that the guidewire may have perforated the heart, but a perforation was unable to be found using intracardiac echocardiography (ice). The patient was in stable condition afterwards. The device is not expected to be returned for analysis due to disposal.